Event description:
Literature was reviewed regarding a 41-year-old female patient who underwent valve replacement using a medtronic hancock valved conduit. It was reported that during the implant procedure, upon initial bypass weaning, there was frequent ventricular arrhythmia. It was reported that the proximal left anterior descending artery was compromised due to its proximity to the incision of the right ventricular outflow tract, requiring coronary artery bypass grafting to distal left anterior descending artery by saphenous vein graft. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: benson yuk lun chan., et al.. Surgical repair of tetralogy of fallot with pulmonary atresia in adults: three case reports. World journal for pediatric and congenital heart surgery 16(4) 2025. 10.1177/21501351251322874 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.